Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 340 mg/dl. The customer stated that the reason for the elevated bg level was due to recently eating and not having delivered a bolus for the meal, as the customer's cartridge was emptly and due for a cartridge change. Tandem technical support guided the customer through the process of loading a new cartridge and resuming insulin delivery. The customer indicated that a correction bolus would be delivered.